Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) exhibited an incorrect measurement. No intervention was performed. The patient was in stable condition.